Event description:
On(B)(6) 2022, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)n 2023, the patient had a fever, and the neurologist directed the patient to the emergency room. On (B)(6) 2023,the patient¿s crp was 24mg/dl and an abdominal ultrasound revealed acute cholecystitis. The neurologist discussed with gastroenterology and determined it was probably unrelated to the peg-j placement procedure. On (B)(6) 2023, the patient underwent exploratory supraumbilical median laparotomy. According to the report: "abdominal exploration reveals small amount of turbid fluid in the right and suprahepatic gullet, collected for microbiology. Insertion of peg in the stomach, with fibrin around, without frank exit of gastric content or dehiscence of its wall; gallbladder without inflammatory signs. Creclage was performed to adjust the insertion of the peg into the stomach and two fixation points to the anterior abdominal wall, all with vycril. Washed abdominal cavity with saline solution. Placement of aspiration drain ". According to the neurologist, after discussion with gastroenterology, it was assumed "purulent ascites in the context of peg placement". Regarding the situation "turbid fluid in the right gullet and suprahepatic" it is considered to have resolved on (B)(6) 2023 after washing the abdominal cavity with saline solution. The "insertion of peg into the stomach, with fibrin around", the fibrin found was expected since the patient underwent the placement of peg-j on (B)(6) 2022. The patient was hospitalized, maintaining antibiotic therapy and aspiration drain. On (B)(6) 2023, the duodopa infusion resumed. The cholecystitis resolved, since it was not confirmed at laparotomy. On (B)(6) 2023, the patient was recovering, an aspiration drain was removed and antibiotic coverage with meropenem 1gr intravenous. On (B)(6) 2023, the patient was clinically discharged.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.